Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the reverse trigger was sticking, the coupling would not engage and the device not function. The assignable root cause was determined due to normal wear on components from repeated sterilization and normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that post-surgery, it was observed that the small battery drive device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the reverse trigger was sticking, the coupling would not engage and the device did not function. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.